Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had contacted the physicians and reported of capture issue. The pulse generator was reprogrammed. The patient was in stable condition.